Event description:
It was reported that the patient put the ¿(B)(4)¿ on the night prior to the report and had tingling in her face, arms, and hands. She took it off and the symptoms resolved. She then put it back on the day of the report for two to three hours and had the same symptoms. She took it off again and the symptoms resolved. The patient also noted that these tingling symptoms occurred the last time her battery was going dead. It was unclear if the tingling was due to the patient¿s external electronic device or the implantable neurostimulator (ins) battery going dead. She did not have a managing physician to discuss the issue with. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # l75648, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).